Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had not been updated for the past 20 hours. The customer reported that there was a fatal error occurring when medication was scanned. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software server issue. A technical support specialist stated that the genesis group applied a fix to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.